Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a battery failed error code (1124). There was no patient involvement when the issue occurred. No patient or user harm was reported. The philips service engineer (se) confirmed that the device had a battery failed error code (1124), and that the fan battery required replacement.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6) reporter phone number - (B)(6)

Manufacturer narrative:
A philips service engineer (se) replaced the battery and waited for the battery to fully charge. It was reported that the device was tested and met all the criteria. The device was powered on, and the basic functions were tested.